Event description:
It was reported the patient's lead migrated resulting in the lead protruding through the skin. As a result, surgical intervention took place wherein the system was explanted. Note: it is unknown which lead has migrated.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005538.